Event description:
Remdesivir killed my son. His last words (mom I dont know what they are giving me, but I am worse, they are killing me) he was intubated, kidney failure, septic shock and complete lung failure following. There are lives being murdered for profit by the govt, cdc and pharma. People are not guinea pigs for experiment and reaping millions. Autopsy performed out of state to confirm product mortality and medical negligence. FDA safety report ID# (B)(4).